Manufacturer narrative:
Although it has been reported that the used device was disposed of by the hospital and will not be returned, an investigation will be conducted. Upon completion of the investigation, a follow-up medwatch will be submitted.

Event description:
As reported by a distributor, a scrub nurse was preparing equipment for a procedure - setting up a 2-valve manifold by flushing and attaching lines. It was noticed that when flushing with a control syringe, a "hissing" sound was heard. A leak was suspected, as air was entering the system. The device was replaced and there was no air injection or patient complications. The used device was disposed of by the hospital.